Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A tibial articular surface provisional (pn: 42517400510 ln: 63107264) was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture on the right side of the post. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. It was reported that the surgical technique was followed during use of this device. The part was manufactured on june 30, 2015 with a potential field life of 1 years 7 months, and an unknown frequency of use. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the provisional fractured while being removed from the knee. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.